Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8784, serial# (B)(4), product type catheter.

Event description:
Additional device information was received.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. All codes relate to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that in the operating room, the pump segment end of the collet broke off. It was asked if they needed that piece connected or a new collet. It was noted that the cause was unknown and the collet was new out of box. It was connected as usual and one end broke off. Subsequently, a new collet was used. The event occurred on (B)(6) 2016 and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.